Manufacturer narrative:
The suspect meter was received for investigation. The circuit board (pcb) and the battery compartment were found to be contaminated by a liquid which penetrated/ corroded the contacts. Residues were found between the conductive rubber and contacts of the board. This would lead to the interruption of the display contacts. Most likely this was due to improper handling or maintenance. A risk of a customer misreading numbers could be excluded as the display did not give a useful result.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported segments were missing from the results field of the display that could affect interpretation of test results. A display check was performed and confirmed the missing segments. There was no allegation of an adverse event. The meter was received for further investigation and the missing segments were confirmed. Only the top and bottom segments of the "888" in the results field were the only visible segments.